Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had button error alarm. The customer¿s blood glucose level was 130 mg/dl at time of incident. Customer reported that they had button error alarm, along with battery alarms not able to confirm through alarm history. The customer reported that they tried to turn it on but it showed battery was out for too long and the button had been pushed for more than 3 minutes. The customer was advised the pump will need to be replaced. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.